Event description:
It was reported patient had ineffective coverage of therapy. To address the issue patient underwent surgical intervention of ipg replacement and post operatively experienced effective stimulation .